Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. One day prior to death, the patient experienced a cardiac arrest. The cause of death was reported as cardiac arrest. Pd therapy was not being performed at the time of death. An autopsy was not performed. No additional information available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1999. A review of the device history record and service history did not reveal any issues that were related to the reported issue. It has been more than one year that the device was serviced. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.